Event description:
It was reported by the facility that during the sterilization process the central sterilization technician noticed liquid seeping out of the base of the electrode where the probe was attached. This was noticed after the electrode was used in one procedure only. They suspected the liquid was blood as the liquid was red in color and they did not reuse the electrode.

Manufacturer narrative:
The allegation of "having issues with the probe, facility cannot guarantee they are clean as blood continues to come out of the base where the probe is attached" was confirmed. A visual inspection revealed residual foreign material on the hub (near base of the shaft). The electrode was destructively tested by cutting off the distal 6% male taper of the electrode hub and analyzing red material that had crusted inside the hub. The results of the atr-ir (ftir) yielded a spectrum consistent with proteins and the color and use suggest the presence of blood. A dissection of the electrode revealed that that the distal end of the hub was hollow, no epoxy was found. The probable cause selected is "manufacturing deficiency" due to the hub being insufficiently filled with epoxy.

Event description:
It was reported by the facility that during the sterilization process the central sterilization technician noticed liquid seeping out of the base of the electrode where the probe was attached. This was noticed after the electrode was used in one procedure only. They suspected the liquid was blood as the liquid was red in color and they did not reuse the electrode.